Manufacturer narrative:
Eval: the analysis results found that the lcsc5ha device was returned with the clamp arm detached, but present. No further testing with the clamp arm could be performed due to the returned condition. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing.

Event description:
It was reported that during a total lap hysterectomy procedure, it was impossible to close the instrument. Because the surgeon uses only 5mm trocars it was impossible to remove the instrument through the trocar. This was at a point in the procedure that due to a large myoma and uterus, she had to convert the procedure any way to an abdominal hysterectomy, so this conversion had no relation with the malfunctioning of the device. No pt consequence.